Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon evaluation, the trunk cable connector overmold was damaged and the yellow (pgnd) and white pulse wires were open inside the connector. The cause of the code 204 is disruption in communication between the electrode belt and monitor. The cause of the disruption in communication is the open wires. The root cause of the open wires cannot be positively identified. No adverse event resulted from the open wires. The patient was issued a replacement electrode belt.